Event description:
It was reported that an unspecified number of unspecified bd syringes experienced device damage while still considered operable. The following information was provided by the initial reporter: from time to time we notice a damage on the inside of the syringe.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd syringes experienced device damage while still considered operable. The following information was provided by the initial reporter: from time to time we notice a damage on the inside of the syringe.

Manufacturer narrative:
H6: investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, a superficial scratch is observed on the barrel of the syringe. A device history review was performed for lot 2102072, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained sample of the sample lot were used for additional evaluation. The products were visually inspected, no damage or scratched were observed on any of the syringes. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it is likely the scratch was produced during the movement of the device within the manufacturing equipment. The areas where pieces run in manufacturing area are protected to avoid damage on the product.